Manufacturer narrative:
Visual inspection of a returned photo confirmed the wavespring had detached. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance. A quality improvement project has been initiated to address wave spring detachments.

Event description:
It was reported during an ablation procedure, the stopcock and wave spring detached from the transseptal needle. The components functioned properly during the first puncture; the components detached during the second puncture. Another device was used to complete the procedure without difficulty. There were no consequences to the pt. Additional info was requested and is not available.